Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibit blinking front panel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11 corrected fields: h11 (technical assistance support (tac)) the device was not returned to olympus for inspection, and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support (tac) had asked the customer when the last time was they replace the lamp on this unit. Customer communicated to technical assistance support (tac), last time they replace the lamp was in 2020. Technical assistance support (tac) communicated to the customer, to replace the lamp and reseat the light source cable. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.